Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 along with anterior repair and the mesh was implanted due to recurrent prolapse. The patient presented with symptomatic vaginal mesh exposure and ulcerated area in the midline on (B)(6) 2016 and underwent excision of exposed mesh and vaginal refashioning under general anesthesia on (B)(6) 2016. Additional information will be requested.